Event description:
The event occurred at (B)(6) in (B)(6). The event is being reported due to intervention being required to explant the graft. The doctor conducted an emergency operation to replace a large blood vessel in the pt with a gelweave branch graft. During the operation the doctor observed continuous bleeding from the graft and therefore he decided to replace the graft with another gelweave graft. The procedure was successfully completed and the pt recovered well from the operation.

Manufacturer narrative:
Method: mfg and qc records reviewed. Results: there were a total of 4 units in the batch. The quality control and mfg records were reviewed and there was nothing to suggest any problems. All grafts were gelatin sealed. After sealing, 100% of all grafts are leak tested. The leak test results were within our specified quality control limit for this product. All grafts were distributed in april 2008. The usage rate of this particular model of graft have now been implanted. No other reports have been rec'd for the other units. Conclusions: vascutek will respond to the surgeon and provide details of our investigation in our final report.